Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: (B)(4) on 30-may-2019. The most recent information was received on 10-jun-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain') and palpitations ('heart palpitations') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), palpitations (seriousness criteria hospitalization and disability), vertigo ("vertigo"), menorrhagia ("heavy periods"), arthralgia ("hip pain/knee pain/ankle pain"), arthritis ("ankle pain with inflammation/knee inflammation"), pruritus ("severe itching") and glossodynia ("tongue sores"). The patient was treated with surgery (hysterectomy b salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, palpitations, vertigo, menorrhagia, arthralgia, arthritis, pruritus and glossodynia outcome was unknown. The reporter provided no causality assessment for arthralgia, arthritis, back pain, glossodynia, menorrhagia, palpitations, pruritus and vertigo with essure. An intervention was mentioned but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of product technical compliant. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5086739) on 30-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('lower back pain') and palpitations ('heart palpitations') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), palpitations (seriousness criteria hospitalization and disability), vertigo ("vertigo"), menorrhagia ("heavy periods"), arthralgia ("hip pain/knee pain/ankle pain"), arthritis ("ankle pain with inflammation/knee inflammation"), pruritus ("severe itching") and glossodynia ("tongue sores"). The patient was treated with surgery (hysterectomy b salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the back pain, palpitations, vertigo, menorrhagia, arthralgia, arthritis, pruritus and glossodynia outcome was unknown. The reporter provided no causality assessment for arthralgia, arthritis, back pain, glossodynia, menorrhagia, palpitations, pruritus and vertigo with essure. An intervention was mentioned but not specified and/or assigned to one of the events. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.